Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that there were incidental findings of electrodes 1 and 2 over 10,000 ohms. The patient did not relate any falls or near falls that might have contributed to the issue. There were no interventions/actions taken to resolve the issue and the issue was not resolved at the time of the report. In the end, the rep was able to reprogram the patient and adequate coverage was obtained without using the affected electrodes. Surgical intervention was not planned and the patient was alive with no injury.